Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between november 20-21, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a kink at the midline. The reported condition was verified. The cause of the reported condition could not be determined; however, the kink in the midline may suggest a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication during infusion. At the time of disconnection after the expected therapy time was completed, it was observed that the elastomer had not deflated. It was observed that only approximately 30% of the expected volume had been delivered to the patient (70% remained in the device). A kink in the midline was observed at the time of disconnection. The device was filled with flucloxacillin 8g in 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.